Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient's age, gender, weight, and outcome.

Manufacturer narrative:
Investigation: harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of the usage of the expired disposable was human error by the distributor of the product to the customer.

Manufacturer narrative:
Correction: the distributor representatives and distributor principal were retrained on proper handling of kits and review of location of expiration kits. Additionally, the scrub tech and circulating nurse in question, where the kit was opened, were notified and made aware through discussion, of the expired component in the kit.

Manufacturer narrative:
Investigation: design verification testing included testing accelerated aged product. This product was aged to an equivalent of 118 days past the expiration date prior to testing with no issues. Based on this, the product functionality would not have been impacted by using the product at <1 month past the expiration.

Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 11/01/2017. The blood was processed and the bmac product was administered to the patient on (B)(6) 2017. Patient¿s age, gender and weight are not available at this time. Patient outcome is not available at this time. The bmac set is not available for return because it was discarded by the customer.